Event description:
It was reported that there was a possibly infected pump site. It was determined that the severity of the event was mild. The pt was given antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had an examination/palpation on(B)(6) 2011. It was noted that there was "redness at pump site". On (B)(6) 2011 the patient was prescribed clindamycin 300 mg, 4 times a day, for 7 days. The patient was again examined/palpitated on (B)(6) 2011 where "some redness around pump site" was noted. The event resolved without sequela on (B)(6) 2011. The medication administered via the pump was morphine 5.0 mg/ml concentration at a daily dose of 0.2639 mg/day via simple continuous infusion.